Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing of the device confirmed the pad-pak was first installed by the customer on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. On the (B)(6) 2014 the device failed the weekly auto self-test due to a low battery. On the (B)(6) 2014 a new pad-pak was installed and the device passed a self-test. Multiple manual power ups mainly of ten minutes duration were observed between the (B)(6) 2014. The pad-pak was then removed after this date. Investigation concluded that this type of fault can be contributed to membrane failure. The fault was witnessed during the course of the investigation and the fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins, however this would not have affected the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.